Event description:
It was reported by a pediatric healthcare provider (hcp) that four to five patients have recently switched pump systems due to experiencing skin infections associated with omnipod use. The hcp noted having tried several different techniques to mitigate abrasions at the infection sites, but these efforts have not been successful. No patient contact information was provided to allow for good-faith follow-up for additional information. No further details are currently available, including any treatment or prescription provided. Additional information has been requested, and a supplemental report will be submitted if received. Four additional cases were created a will be reported separately to capture all five patients who were reported to have experienced an infection. Reference internal insulet reference numbers (B)(4).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.